Event description:
It was reported that revision surgery will be performed. Implantation was in (B)(6) 2011.

Event description:
Severe and increasing pain, swelling with severe metal on metal reaction and elevated serum cobalt and chromium levels reported.